Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was difficulty accessing the center port. The health care provider was in the process of assessing the port and the pt coughed, which caused the needle came out. The pump was aspirated and it was determined that 15ml was in the pump, instead of 20 ml and the 5ml. The drug used in the pump at the time of the event not known. Add'l info has been requested; a follow up report will be submitted if add'l info becomes available.